Event description:
It was reported that the patient¿s vns system registered high lead impedance. It was also stated that the patient recently fell and broke his hip. However, the likelihood this contributed to the high impedance is unknown as the patient had not been seen by the treating neurologist for over a year. Surgical intervention to address the high impedance has not occurred to date.

Event description:
Additional information was received that the patient did have efficacy with vns before and would like to continue therapy. Patient's device was disabled. X-rays were received but have not been reviewed to date. Chest and neck x-rays were taken and reviewed. The connector pin appears to be inserted inside the connector block but is not fully inserted as the lead pin does not come out past the connector block. There did not appear to be any lead discontinuities or sharp angles in the portion of the lead that could be visualized. The presence of a micro-fracture in the lead also cannot be ruled out. No known surgical interventions have occurred to date.

Event description:
Patient underwent surgery but no products were replaced. High impedance resolved after existing lead pin was inserted into existing generator.

Event description:
It was reported that the patient was seen in the office of the treating physician. The physician assessed that the patient experienced a loss of efficacy from the suspected product issue. It was clarified the loss of efficacy represented an increase in seizures. No additional pertinent information has been received to date.